Event description:
New information indicated no intervention was reported. The patient was asymptomatic.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited oversensing. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information noted no intervention was performed. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).